Event description:
The suspect device was used to check the customer's blood glucose. Pts family member said obtained a high result and pt took insulin. Family member said pt didn't make sense later and family member used a different brand of meter to check their glucose and the reading was 3.5 mg/dl. Family member gave pt a glucogon shot. Controls were not used. The device was replaced and requested to be returned for evaluation. They were also using expired test strips.